Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) and a right ventricular (rv) lead due to bacteremia, cied system/pocket infection, occlusion, and the device had eroded through the patient's skin. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction to aid in the lead's extraction. The physician chose to begin with a spectranetics 14f glidelight laser sheath in the attempt to extract the ra lead. He was able to get to approximately the innominate region then progress stalled. So with the 14f glidelight device, he switched back and forth between the ra and rv leads multiple times and encountered dense scar tissue with significant lead on lead binding. Slow progression was made, but the binding of both leads kept progress stalled at the same place in the anatomy. It was reported there was dense scar tissue from the subclavian vein and through the innominate to the very top of the superior vena cava (svc). In this area, the leads begin to bend and both leads were bound together in this region too. The physician took his time, changing to a new 14f glidelight device since the team had put in some work using the first 14f glidelight device. Making several attempts of switching back and forth between the leads, no progress was made. The dense scar, particularly on the ra lead, required the physician to upsize to a 16f glidelight device. As he approached the same place in the patient's anatomy where progress had stalled, the glidelight device encountered the dense scar, stopped at this area for two seconds, and then was able to proceed around the curve of the superior vena cava (svc) and the ra lead came free (once the lead was freed from the adjacent rv lead, then the ra lead came out). Once the ra lead was out, it was noted that the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon, sternotomy, and bypass. A tear in the svc/innominate region was discovered. The team worked on the patient for quite some time but unfortunately the patient was too frail and it was reported that they couldn't get her to stay stable despite rescue efforts. The CT surgeon and physician discussed that the svc tear was too large, the patient's vessel walls were too fragile for repair, and too much blood volume was lost. The patient did not survive. There was no alleged malfunction of any spectranetics devices in use during the procedure. This report is being submitted to capture the 16f glidelight device, the last device in use in the area of injury when the patient's blood pressure dropped.